Event description:
There was large friction encountered when the smart control (catalog unk) stent delivery system (sds) was advanced over the jindo guidewire (503-452); therefore, the delivery was cancelled. The guide wire was removed and inspected outside the pt's body and a part of the wire was noted peeled off and turned outward. The guidewire was changed to another product, and the sds was delivered again without difficulty. The procedure was completed successfully without any pt injury. It is unk as to what size smart was being used for the procedure. The smart control was used with the same wire without difficulty. It is unk as to what size and brand guidewire was used to complete the procedure. There were no kinks/bends or damages to the smart control or guidewire. It is unk if force was used to advance the guidewire. It is unk as to how the guidewire was removed from the pt. There were no problems reported with the removal of the device. Details of the damage were not available. There were no problems noted with the smart control. There were no other noted problems. The target lesion was the left superficial femoral artery. The vessel was moderately calcified, mildly tortuous and 75% stenosed. The pt was female, (B)(6).

Manufacturer narrative:
This product has been received; however, analysis has not begun. Additional info will be provided within 30 days of receipt.